Event description:
It was reported that while in the cath lab the md inserted the sheath into the patient's femoral artery. While inserting the intra-aortic balloon (iab) through the sheath, the iab became stuck. According to the md "the iab became stuck due to an accumulation of iab membrane material." The md removed the iab. Reference MDR #1219856-2010-00464 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.